Event description:
It is reported that the primary packaging was not sealed.

Manufacturer narrative:
It is further reported the product was not used on a pt. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. A return sample for eval is not expected. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. There is an add'l case associated with this product; therefore a separate FDA 3500a form has been generated to address the other case. Reported to the FDA on (B)(4) 2014. (B)(4).